Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the access 2 immunoassay system for a single patient sample. A patient sample was tested for accu tni and a result of 24.08 ng/ml was obtained. The sample was retested and the repeated result of 0.26 ng/ml was reported out of the lab. In addition, the sample was tested on a different instrument in the customer's lab and a "normal" result was obtained. A corrected report has been submitted. Physician was notified that initial results were incorrect. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per customer, qc was performed after the event and was out high. A customer technical service (cts) advised customer to run a system check which failed. Customer was then advised to not run the instrument until service verification. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that wash buffer line leading from fluidics module was crimped, which restricted flow of wash buffer. The fse cleared the line and primed the wash buffer. The fse performed verification testing and all results passed within specifications. Crimped wash buffer line may have contributed to this event. A malfunction will be assumed for the purpose of this report.